Manufacturer narrative:
Pump was functional. Balloon performed within specifications.

Event description:
On 4/18/96 device was implanted. On 8/8/96 the cuff was removed from the pt. On 10/22/96 the balloon and pump were removed from the pt due to infection.

Manufacturer narrative:
Pump was functional. Balloon performed within specifications.